Event description:
A pt informed the dme that their CPAP unit burned their nightstand.

Manufacturer narrative:
The engineering eval of the device identified the root cause of malfunction as the ac appliance inlet connector solder joint in the power supply unit. There was no adverse event reported for this incident.